Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from additional product investigation. The following sections of this report have been updated: b.4, g.3, g.6, and h.2. The following section of this report has been corrected: h.6 investigation conclusions (from 4315 to 44).

Manufacturer narrative:
Added b.4, d.9, and g.3 dates. Updated h.2. Corrected h.3 and h.6 type of investigation, investigation findings, and investigation conclusions based on evaluation closure. The delivery system was returned for evaluation. A device history review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to inflation difficulty. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. During examination of the returned device, while inflating the balloon the inflation balloon deployed symmetrically. No abnormalities were noted on the spring balloon by the naked eye. An x-ray image of the inflation balloon and spring balloon revealed no abnormalities. Visualization of the spring balloon adhesive via uv light revealed no abnormalities. During functional testing, the returned device was evaluated for balloon inflation/deflation time to simulate thv deployment. The measurements met specification. Due to the nature of the complaint, no applicable dimensional testing was able to be performed. Fluoro video imagery of the procedure was evaluated. The crimped valve was observed between the valve alignment markers prior to deployment with the inflow side slightly offset proximally in reference to the distal marker. The thv was observed to be not coaxial with the annular center. During deployment, the balloon was observed to initially inflate from the proximal shoulder and almost reached full inflation before the distal shoulder started to inflate. Full expansion was achieved at the end of deployment. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no device problem was identified affecting distributed product, no product risk assessment (pra) is required. Additionally, since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The inflation difficulty was confirmed based on evaluation of the provided imaging. No manufacturing non-conformance was identified during the evaluation. A review of the DHR, lot history, manufacturing mitigations and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manuals revealed no deficiencies. As reported, ''during a tavr procedure for as with a 29 mm sapien 3 ultra valve in the aortic position during deployment, the proximal balloon of the 29mm commander delivery system inflated while the distal balloon did not. The valve was expanding as a funnel, larger in the aorta than in the ventricle. The distal balloon appeared to open abruptly then, expanding the bottom (inflow) of the valve. The valve was positioned perfectly between the 1mm dots on the ds.'' In this case, evaluation of the returned device revealed no visual abnormalities that could impact balloon inflation characteristics. The inflation/deflation cycle time conformed to specification with or without a crimped valve. Further functional testing also demonstrated that the balloon was able to be inflated evenly irrespective of crimping technique and/or inflation speed used. However, per functional testing, the inflation balloon was able to be inflated asymmetrically at proximal shoulder when the distal balloon was physically constrained with a rigid cylindrical tube. Therefore, while no device problem was identified during the evaluation, these findings indicate that the degree of balloon inflation profile could be influenced by implant site characteristics (e.g. Constrains to distal balloon may cause the proximal shoulder to inflate first). However, a definitive root cause remains unknown.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure for aortic stenosis with a 29 mm sapien 3 ultra valve in the aortic position, during deployment, the proximal balloon of the 29mm commander delivery system inflated while the distal balloon did not. The valve was expanding as a funnel, larger in the aorta than in the ventricle. The distal balloon appeared to open abruptly then, expanding the bottom (inflow) of the valve. The valve was positioned perfectly between the 1mm dots on the delivery system. Inflow appeared to be slightly smaller than the outflow, so team post dilated with the same delivery system without adding additional volume. The valve did not appear to expand any further. Per the fcs, the physicians indicated the balloon inflation was abnormal. The approximate time of inflation/deflation was 6-8 seconds. The device was not torqued during the procedure and no kinks were noted.